Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After an unknown guide wire was inserted into the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, upon inflation, the balloon ruptured. The device was replaced with a 2mm x 20mm x 143cm coyote es balloon catheter, but still the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.